Event description:
The customer alleged that the unit was leaking about 1/4 cup of disinfectant onto the floor every day. The reservoir does not appear to be overflowing. There were no error messages displayed on the machine. The customer used the service box (a manual control device used for testing and servicing the machine) to move disinfectant from the reservoir to the basin and back. There were no leaks observed coming from the machine during this transfer. The reservoir level was observed to be lower in the back of the reservoir and higher in the front. The customer made sure the system was leveled. The reservoir fluid should be higher in the back of the reservoir and lower in the front. The customer reported that they are using enzymatic cleaner, a generic detergent. The customer checked the level of bubble build up (suds) returning to the reservoir and reported it to be about 3/4 inch. An excess amount of suds can bubble up, pop and drip down and out the overflow tube. There were no reports of human reaction. Upon follow up by asp technical support, the customer stated that the soap injector stroke length set on this machine was the same as the setting on another machine at their facility. The customer explained to the facility staff to follow the instructions for use when cleaning the scopes. The customer reported that he has not heard of the machine leaking any further.

Manufacturer narrative:
Na.